Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in reloading the same cartridge, but issue persisted. The customer declined further troubleshooting regarding the issue.